Event description:
It was reported that the customer experienced a blood glucose (bg) level of 900 mg/dl. Reportedly, customer was using humalog supplies for over 48 hours. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.